Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft kink occurred. Access was gained with a 4.5f non-bsc sheath inserted ipsilaterally. The 99% stenosed target lesion was located in the calcified and severely tortuous left posterior tibial artery. A 1.5x20mmx143cm sterling es monorail balloon catheter was advanced over a non-bsc guide wire. However, a shaft kink 2cm from the guide wire lumen was observed, so the device was exchanged for a non bsc balloon catheter, which was unable to cross the lesion and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, product analysis revealed a shaft break.

Manufacturer narrative:
(B)(6). (B)(4). Returned product consisted of a monorail (mr) sterling es balloon catheter with dried blood in the shaft. Visual and tactile inspection of the shaft revealed a separation located approximately 25 cm from the tip (distal end). Examination of the material surrounding the separation and damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. There were kinks approximately 24.5 and 25 cm from the tip and 119 and 119.5 cm from the hub. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).